Event description:
Customer reported that he fell and his insulin pump broke. Customer stated that the bottom part of his insulin pump broke off and the right side of the display window is all black. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump received with cracked and detached end cap. The insulin pump received with cracked case.